Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating indicating that the geometry did not work. Functional, analysis was performed and identified that the geometry did not work. Fse replaced geo ipc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry did not work. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.